Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/49 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of continuous-flow ventricular assist device therapy with intensive medical therapy in fixed pulmonary hypertension secondary to advanced left heart failure. European society of cardiology. Heart failure, 2018; 5 (4): 695-702. Doi: 10.1002/ehf2.12284. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article compared the use of vads versus pulmonary vasodilator medical therapy for improving pulmonary hypertension and survival outcomes. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports patient deaths while on vad support due to vad thrombus, intracerebral hemorrhage, pulmonary hemorrhage and sepsis. The status/location of the vads is unknown.

Manufacturer narrative:
Product event summary: one pump with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. Review of sterility certificate could not be performed since the serial number of the device is unknown. The reported "thrombus" event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.